Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and failed back surgery syndrome. It was reported that the patient experienced a shocking/jolting sensation. Impedances were run. The manufacturer representative also reported that the health care professional (hcp) had taken x-rays recently but before the shocking/jolting event occurred. The x-rays indicated that there was not a problem with the leads based on the information. At 0.7v, the only pair that was out of range was 0 and 6 which was 50 ohms. All of the other pairs were between 700 and 900 ohms. Group c was at 197 ohms 6-, 7+, 8-, 9-, 10+, 3+, 4- at 3.3 v. Without 6 active it was at 228 ohms. This was reported to be occurring intermittently when stimulation was on and was not related to positional movement. The manufacturer representative reported that they may add groups with bipole pairs to try to isolate the shocking issue. The manufacturer representative would continue to work with the patient on programming. It was later reported by the manufacturer representative that they programmed around the electrodes that were greater than 10,000 ohms and those electrodes were not used. The cause and the resolution of the shocking was unknown at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.